Event description:
A malfunction alarm was reported by the customer, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for future recurrences of the malfunction code. The customer acknowledged the guidance and was able to continue using the pump without further issues.